Event description:
It was reported that the device did not sense a ventricular fibrillation episode and the patient fell to the floor. External defibrillation was performed. The device was reprogrammed. An induction test was successful. The patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.